Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level rose over 300 mg/dl, while wearing the pod between 4 and 24 hours. The lg reported they were unsure if the cannula was properly inserted in the infusion site (leg), and therefore they removed the pod. They reported that when the pod was removed, the patient experienced bleeding at the infusion site, and the lg noticed redness and swelling on the skin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
New information provided by the patient on 23apr25 correction to d(4): lot number updated from unavailable to ph1k07032421. Expiration date updated from unavailable to 1/3/2026. Correction to h(4): manufacturing date updated from unavailable to 7/3/2024.